Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient never had a pocket fill.

Event description:
It was reported that the patient stated she had a "pocket fill" but does not recall when it happened but "maybe a couple months ago." When the patient went for a refill she stated "she was stuck" and she told the nurse not to continue and she experienced the weirdest sensation. The patient returned home and everyone in her family accused her of getting into her oral medication because "she was trashed" and she could not figure out why. The patient called the hcp to report this but they did nothing about it. The patient stated "thank god she has a very high tolerance." The patient reported that the mayo clinic surgeon told the patient "it looked like she had some pocket fills in the past." Reportedly a "film" was growing over her pump and was told that "this can happen." The surgeon also stated that the patient¿s pump was showing signs of corrosion and that her spine was being compromised and ¿needs to be removed or replaced.¿ the patient was not sure if this recommendation was documented in her medical records but a picture was taken of her pump. The patient¿s current pump hcp had not referred her to a surgeon. At her last refill the patient¿s nurse told her she was concerned about the pump. Further, the patient could not find a surgeon to help her and her current managing hcp was not helping direct her to a surgeon. The patient has had many x-rays of her pump by the mayo clinic and stated that managing hcp had lost all of those x-rays. The patient has had tests and surgeries on her leg and the last time they went into the abdomen they looked at her pump device and told her that she should get device removed. The patient stated she does get confused very easily and has bouts of dementia. The patient wanted the pump replaced/removed because of recalls. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.